Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports that on opening two confidence kit boxes, it appeared that pressure was lost prematurely during cement application and the surgeon was unable to inject the cement or the confidence kits¿ cement had hardened before it could be injected. The difficulty did not result in any delay to the procedure and it is reported that patient was not affected. Additional kits were available to complete the procedure. The following mfg. Medwatch reports are being filed for the two confidence kits that were involved in this event. 1526439-2014-11842; 1526439-2014-11843.

Manufacturer narrative:
The confidence kit and its components were not returned for evaluation. Device history record review for the confidence kit and its component pump found no discrepancies. Review of the device history record for its component cement found one unrelated nonconformance. Complaint trend analyses for the kit, pump, and cement found no emerging trends. The root cause for the lost pressure or cement hardening prior to injection cannot be positively determined. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device and its components and there has been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.